Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to the device stopped working making the patient urinary incontinent again. All three components were removed and a new aus was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. Only the previous cuff was replaced. A new 4.5 cm cuff was implanted. Additional information received. During surgery it was determined that the cuff came unsnapped/ undone. The system was working as designed, physician replaced cuff to ensure it would not come undone again.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Cuff was visually and microscopically inspected, and functionally tested. The cuff was measured, and the device size was consistent with the reported information. No leaks were found. The cuff tab and button hole were cut therefore the analysis is unable to confirm the functionality of the cuff and the allegation of the cuff came unsnapped/ undone was not confirmed. Inspection of the remainder of the device presented no other damage or irregularities. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgery due to the device stopped working making the patient urinary incontinent again. All three components were removed and a new aus was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. Only the previous cuff was replaced. A new 4.5 cm cuff was implanted.